Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience alpine, everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2018 two xience alpine stents, sizes 3.0x12 and 2.5x33 mm were implanted in the proximal left circumflex coronary artery. On (B)(6) 2018 the patient expired at home from a sudden death. There was no medical intervention. The death certificate lists cardiac arrest as the cause of death. In the opinion of the physician, this is possibly related to the stent, but there is no way of knowing the cause of death as the patient expired at home. No additional information was provided.